Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically explanted due to a suspected premature battery depletion (pbd). Besides surgical intervention, no adverse patient effects were reported. New information was received from the hospital, which provided the correct model/serial of the explanted device. At this time the device the device has not been returned and is suspected to be located at the facility. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically explanted due to a suspected premature battery depletion (pbd). Besides surgical intervention, no adverse patient effects were reported. New information was received from the hospital, which provided the correct model/serial of the explanted device. At this time the device the device has not been returned and is suspected to be located at the facility. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted for the completion of the product investigation. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically explanted due to a suspected premature battery depletion (pbd). Attempts to obtain additional information for the device model number or serial number, have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.